Event description:
Xia 3 hook was used in a vertebroplasty procedure for nerve paralysis by compressed fracture. Half a day after the procedure, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Therefore, although the surgeon stopped the bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore, he is planning examination of myelogram.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer reported event of the xai 3 titanium thoracic lumbar hook causing paralysis to the patient was confirmed via sales rep correspondence. The patient underwent the surgery with the xia3 for the nerve paralysis caused by compressed fracture. However, after half a day, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Although the surgeon stopped bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore he is planning examination of myelogram. The resulting paralysis is a harm that has a severity of s4. The device was not returned for evaluation since it remains implanted in the patient. Hook placement is detailed in the surgical technique and states that "the appropriate hook is chosen by a number of factors including patient anatomy, bone quality, correction technique, and the forces applied." However, the mentioned cause could not be confirmed. Conclusion: the root cause of the event could not be determined due to the absence of the device and limited information.

Event description:
Xia 3 hook was used in a vertebroplasty procedure for nerve paralysis by compressed fracture. Half a day after the procedure, the patient was completely paralyzed. The surgeon thought that the hematoma was cause of the paralysis. Therefore, although the surgeon stopped the bleeding, paralysis was not improved. Next, the surgeon thought that blade of hook is pressing the spine, therefore he is planning examination of myelogram.